Manufacturer narrative:
Additional narrative: philips has investigated this complaint. According to the information collected, before beginning a planned coronary procedure, the customer noticed that the wifi indicator was red which indicates an error in the wireless connection. The procedure was performed using the wired footswitch. A philips service engineer inspected the system onsite and replaced the wireless footswitch and the wireless base station. Philips has confirmed that the reported problem is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020).

Event description:
It has been reported to philips that the wireless footswitch was not working. The procedure was completed using wired footswitch no harm to the patient has been reported to philips. Philips has started an investigation of this complaint.